Event description:
It was reported as a patient was being prepped for surgery, and the surgeon was getting ready to drape, the head end of the 1079 stretcher allegedly dropped. It was reported the patient on the stretcher was female. No adverse events are reported.

Manufacturer narrative:
The device is being shipped back to the manufacturer and will be evaluated upon return.